Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Advancement against resistance. Analysis of the returned product noted blood visible in the guide wire lumen, on the balloon and shaft, and contrast in the inflation lumen and shaft. The balloon was loosely folded. This is consistent with preparation and use of the catheter in the patient anatomy. The hypotube was separated 4 cm distal to the strain relief tubing, confirming the reported separation. The fracture faces were oval, as if kinked prior to separation. There were additional bends noted to the hypotube. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. It was reported the patient anatomy was heavily calcified which likely contributed to the reported difficulties. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. Additionally, it was reported force was applied to the shaft to advance the catheter across the lesion. It should be noted the trek instructions for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. The shaft likely kinked during advancement in the calcified lesion and further manipulation of the shaft outside of the patient anatomy would have contributed to the shaft ultimately separating. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. In this case, the reported physical resistance and hypotube separation appear to be related to the operational context of the procedure.

Event description:
It was reported that during the procedure in the heavily calcified, left anterior descending artery, although resistance was met during advancement of the rx trek catheter, the catheter was forcefully advanced to the lesion. The balloon inflated and fully deflated without issue and the lesion was satisfactorily dilatated. During removal of catheter the shaft "snapped" and separated into 2 pieces approximately 4 inches from the hub, although the physician stated no resistance was felt during device removal. The separation occurred outside of the anatomy and the distal portion of the catheter was easily, manually removed without intervention. There was no adverse patient effect. Cath lab staff stated that the physician "was rough" with the device during use. Though requested no additional information was provided.